Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed with the 1.2 x 6 mm mini trek; however, the balloon ruptured during the first inflation of 6 atmospheres. A new 1.2 x 6 mini trek was used successfully and a xience v stent was implanted to complete the procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. In this case, there was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. Additionally, as the lesion was mildly tortuous, moderately calcified and 99% stenosed, this may have contributed to the reported difficulty. It was noted that the balloon was initially soaked prior to use and prepared outside of the body per the instructions for use (IFU). There was also no resistance noted during advancement and removal of the device. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortous and calcified lesion such that upon inflation attempt, the balloon ruptured, although this cannot be confirmed. As the product was discarded by the account, the product was not returned for analysis and may have aided in determining a cause for the rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database also did not reveal any other incidents reported for balloon ruptures from this lot. There is no indication of a product quality deficiency.